Event description:
I had the lasik eye procedure done in 1999. After I had the procedure, I experienced the "halo" effect and "starburst" effect for several months afterwards. I had been given warning of this, so was not afraid when I started experiencing it. The effects came on slowly over time and faded away just as slowly. At the worst, the effects would spread out from any bright light when seen at night, enough to make driving a vehicle dangerous. When I had to drive at night, I would make sure one of my staff would be driving instead because of this effect. I no longer experience these effects, during the day or night, so my vision is not impaired in any way. To be honest, I actually enjoyed it, the effects. It made every night feel like christmas for the few months I was experiencing them.